Manufacturer narrative:
The customer returned a photograph and the kit with smart card for investigation. A review of the smart card data verified that blood collection began in double needle mode and the treatment was aborted before any whole blood had been processed. The customer provided photograph verifies the blood leak from the needle-free port on the collect line. The received kit was intact and configured for double needle mode. Examination of the needle-free port on the collect line showed that the blue insert in the middle of the port was oval rather than circular. There was dried blood around the top of the port. The collect line and anticoagulant line were pressure tested to check for leaks at the needle-free port and no leaks were observed. In addition, a needle-free syringe was installed on the needle-free port and no fitment issues were observed. A material trace of the components used to build lot h250 did not find any non-conformances. A device history record review did not identify any related non-conformances, deviations or equipment maintenance events. This kit lot had passed all lot release testing. An inspection was performed on 33 master retains for finished kits with the same needle-free port lot number, and no issues with the needle-free ports were found. The cellex kit manufacturing process has been updated to include a visual inspection of all needle-free ports to ensure they are circular in shape and exhibit no visible damage. The reported tubing leak was most likely due to the damaged needle-free port. However, the source of needle-free port damage could not be identified through this investigation. No further action is required at this time. This investigation is now complete. Mc: 000906 s.d.a. 05/07/2020.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h250 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h250 shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the photograph is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report that they experienced a tubing leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer stated that less than 50 mls of whole blood was processed at the time the leak occurred. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The patient was reported to be in stable condition. The customer returned a photograph for investigation.